Event description:
It was reported to baxter (B)(4) that at least twenty intermate devices were leaking from the winged luer cap before use. This is report number 17 of 20. The devices were filled with pamidronate when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
The other device implanted on (B)(6)2010 (B)(4), was implanted in the mitral position, not the tricuspid position. "Also on (B)(6)2010, the patient had a device explanted at implant from the mitral position, and a device implanted in the mitral position; (B)(4). The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/05/2010 and 08/12/2010); however, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance."

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. Also on (B)(6)2010, the patient had a device implanted in the tricuspid position and a device explanted at implant from the mitral position; (B)(4). The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 08/05/2010 and 08/12/2010); however, no additional information was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.